Event description:
It was reported that during a post-op check, the atrial lead had been displaced and was non-functional in that position. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri58 implantable pacing lead, (B)(6) 2013. (B)(4).